Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) inhibited pacing due to episodes of noise in this pacer-dependent patient. The noise occurred during the night and it is reported that the patient uses CPAP for sleep apnea.